Event description:
Depuy acromed received an x-ray of a patient with a disassembled twister connector. The device still remains implanted in the patient. The rod construct continues to supply stable fixation and this condition has not required a re-operation. The patient was paralyzed due to previous accident. According to the complaintant, the twister disassembled 3 months post-operatively. The most likely cause of the event is that the set screw backed out of the twister. Causing the construct to loosen. Excessive stresses subsequently placed on the twister most likely caused it to disassemble. Device used as a connection to the illium are put under more stress than other areas of the spine. The timx twister connector is a multi-component device and, when not used with proper subsequent fixation, should not be considered for use in areas of the spin that may be subjected to extreme loads, such as the illium. The x-ray revealed that the twister was implanted with wires as the additional fixation device. This construct may not be able to withstand the loads in a long construct ending at the sacral-pelvic junction. These conditions could have contributed to the set screw backing out of the twister and subsequent disassembly of the device.